Event description:
Please refer to the report 0009613350-2019-00317.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Investigation completed.

Manufacturer narrative:
Investigation results were made available. Event description: the patient was implanted on (B)(6) 2015 and was revised on (B)(6) 2019 due to implant fracture. Review of received data: - x-rays: there are two photographs of a computer screen displaying an ap x-ray of the right hip. The images are essentially the same and only one is shown in this report. Both images show a fracture of the connection pin of the revitan stem. The proximal part of the stem is tipped medially and its distal end is shifted laterally. There are two cerclage wires around the femur. Both cerclages seem to be fractured and overgrown by bone on the medial side. The cortical bone along the lateral and medial side of the proximal half of the distal stem part shows some bony remodeling. Product evaluation: - visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 0 to 2 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. On the proximal and distal fracture surfaces, around the edges and predominantly on the anterior side, there are areas polished to a shine so that the original fracture structure is completely obliterated. In addition, on both fracture surfaces scratches can be observed. The lateral edge of the proximal fracture surface is deformed inwards. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem, revision damage in the form of scratches and nicks can be seen. Shiny polished areas can be observed on the medial side, distal half of the lateral side and distal half of the posterior side of the proximal stem part. There are no signs of bone on growth on the anchoring surface of the proximal stem part. The medial edge of the stem¿s medial nose is worn and slightly deformed. On the proximal fracture part of the connection pin there is a half circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope revealed polishing, smeared material and minute signs of fretting. Adjacent to the stripe joins the original surface followed by the blasted area. On the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches, nicks and a bore hole can be recognized on the anchoring surface. The lateral face surface of the distal part is worn. These polished and worn areas derived most probably from contact between the parts after the fracture. Apart from some coarse scratches on the articulation surface and few dents on the bottom surface the versys femoral head is inconspicuous. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - inspection plan (proximal revitan component): the inspection plan was reviewed and showed that the lot was inspected a 100%. The 100% inspection is stated in the applicable DHR which showed that all 17 parts of lot 2765321 were according to specifications. - inspection plan (distal revitan component): the inspection plan was reviewed and showed that the lot was inspected a 100%. The 100% inspection is stated in the applicable DHR which showed that all 20 parts of lot 2727395 were according to specifications. Conclusion: the revitan stem was revised after 4 years and 1 month in vivo because of its fracture. The latter occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a half circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. Further, on the proximal part of the revitan stem polished areas were observed on its medial, lateral and posterior side. This could probably indicate movements between the part and the surroundings. However, it is unknown if these existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. As there is no x-ray follow-up at hand, the bone support situation immediately after the implantation of the stem and how it developed over time in vivo is unknown. Further, with no patient information available (e.g. Bmi, type and level of physical activity, complete medical history, etc.) Any influencing factors that may result from these aspects remain unknown. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item# 0100402055, lot# 2765321, revitan prox. Cylindrical 55, item# 00700005420, lot# 62332825, tm revision shell 54mm, item# 00711005428, lot# 62725097, rev cup xlpe liner 10deg 54 x, item# 00801802814, lot# 37215465, femoral head +7x28mm dia ns. PMA/510k: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k071723. X-rays were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient will undergo a revision surgery approximately four years post implantation due to fractured implant. Attempts to obtain additional information have been made; however, no more is available.